Manufacturer narrative:
Other applicable components are: product ID: 977a275, serial# (B)(4), product type: lead; product ID: 977a275, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for spinal pain. It was reported that patient has new pain and they need their device looked at to make sure no more leads are out. No further patient symptoms or complications were reported in this event.